Event description:
A complaint was received with regards to monitoring kit w/safeset ii¿, 03 ml flush device & marvelous valve that experienced leakage. The reporter stated that " a-line tubing faulty, blood spewing from small hole on side port of stop-cock. A-line removed from patient and sequestered. The event date was on 22-oct-2024. There was patient involvement and no adverse event. The amount of blood loss was unknown. Then the customer was asked about the status of the product at the time of event she answered "when connected to tubing, with blood coming out".

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: the reported complaint of leak was confirmed on the returned set. During visual inspection, a crack was observed on the female luer of the parting line. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the female luer. The probable cause of the crack is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.